Manufacturer narrative:
Findings: unit passed displacement test, basic occlusion test and prime test. However, unit received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Alarm confirmed in history file. Drive support disk was inspected and no anomaly was noted. Pump received with scratched lcd window. Pump received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 140 mg/dl. The device was returned for analysis.